Event description:
The reporter stated that the nurses are unable to disconnect syringes from the stopcock after medication has been given without having to break off the syringe and are also having difficulty getting a good seal when connecting the syringe to the stopcock which is allowing air to enter the time there was no pt injury or treatment reported.